Event description:
On (B) (6) 2010, the reporter/patient's daughter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra meter was displaying the apply sample icon. This complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter alleged that the product issue began at an unspecified time on (B) (6) 2010. The cca documented that the patient manages her diabetes with insulin (no adjustments). The reporter confirmed that the patient continued with her usual diabetes management routine despite the alleged product issue. At approximately 1:00 pm on (B) (6) 2010, the reporter claimed that the patient developed "blurred vision and felt hot." The reporter stated that the patient did not receive any acute medical treatment for her symptoms since the alleged issue began. During the troubleshooting session, the cca verified that the reporter was using the correct test strips with the subject meter. After guiding the patient through several quality control tests, the cca concluded that subject meter was unable to display a reading. Replacement meter and supplies were sent to the patient. This complaint is being reported because the reporter claims that the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.